Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10321. The pt ((B)(6)) received the scs system which included a surgical lead and two lead extensions (lot numbers unknown). It was reported the pt lost stimulation. Low impedance levels were identified. X-ray imagery revealed the lead extensions had pulled out of the lead. Surgical intervention will be undertaken at a later date to resolve this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.